Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided information and assisted caller with resetting pump, and malfunction did not recur after reset. Customer was advised to continue using pump and to call back if the malfunction code recurred, which customer acknowledged and understood.